Event description:
Nt821731c - rn notified provider that stopcock at part where you empty csf from chamber to bag broke off when emptying. "Handle" broke off which prevented csf from collecting in chamber and could only drain straight into bag. No patient injury.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: 20 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation, however images provided by the customer showed a broken tab on the stopcock. It is not clear how the tab was broken off; however excessive force is likely to cause this breakage. No further action is required, complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Lot# information of the affected product was not provided by the customer and it was confirmed that the part will not be returned for evaluation. No associated capas. Per (B)(4). Rev 09 risk analysis spreadsheet - eds 3 external drainage system hazard 4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve) effect (harm): over drainage/under drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Final review of the complaint details to be carried out before final closure.

Event description:
Nt821731c - rn notified provider that stopcock at part where you empty csf from chamber to bag broke off when emptying. "Handle" broke off which prevented csf from collecting in chamber and could only drain straight into bag. No patient injury.